Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument associated with this complaint to perform failure analysis. The mcs instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Functional tests are unable to be performed due to the returned condition of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory (tip cover) moved within the mcs instrument. The instrument movement was no longer possible. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter who stated the issue occurred while repositioning the instruments after aligning the camera.